Event description:
Meter name: one touch ii, strip name: unknown, meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: frequent trips to bathroom, headache, tiredness. A patient reported they had to go to see the doctor. Their meter allegedly would not power on. Unable to get a blood reading at all on meter. The result on the doctor's meter was 365mg/dl. No comparison was performed. Treatment was unknown. No further information has been reported.